Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event and sensor glucose vs. Blood glucose. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-441ag, mmt-342, mmt-1884, mmt-7040a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the device. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-7040a. Frn-mmt-332a-rsvr, unomed set. Updated summary: the customer was reported blood glucose was 500 mg/dl and sensor glucose was 103 md/dl. The insulin delivery was not suspended but sensor glucose vs. Blood glucose was 131%.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.